Manufacturer narrative:
Date of event is estimated using the first day of the month on which the device was returned. The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned for analysis. No damges or failures were observed on the ccp (catheter code pcba) board assembly. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at the distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 11nov2022. The opticross imaging catheter was returned for analysis with no issue having been reported. However, device analysis revealed the imaging window was detached.